Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ r87 gravity infusion set w/ precision regulator leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: 1 sample unused was received, according to customer complaint ¿leakage.¿ it was visual inspected for any damage that the sample could have; and no had issues due that it came sealed on the blister. The sample was tested according to smp21.02.10sp. From the sample received, this did not fail the test. Review of DHR was performed and no issues stated by the customer were found. According to the review of the samples we cannot confirm the issue stated by the customer and could not assign it as a manufacturing process defect. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Sample was received from customer complaint. Unable to confirm the issue stated by the customer, this product it is no longer produced at bd nogales. Investigation conclusion: unable to determine a root cause. Cannot confirm the issue stated by the customer due that the samples did not show the defect stated by the customer.

Event description:
It was reported that a bd¿ r87 gravity infusion set w/ precision regulator leaked during use. There was no report of exposure, injury or medical interventions.